Event description:
The customer reported to olympus, the video system center monitor blinked while taking pictures, then was steady and then stayed on again until it became the original color bar. The issue was found during an unspecified procedure. There were no reports of patient harm. This medical device report (MDR) is related to the following patient identifier: (B)(6). (Clv-190).

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found no abnormalities. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The evaluation found that the allegations of the monitor blinking while taking pictures and becoming a color bar were not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however it is likely that the monitor blinks during shooting and the color bar issues were caused by the combination device that may have been accidentally noised by static electricity or high frequency output device , in addition, the communication cable between evis exera iii video system center (cv-190 plus) and cv-190-evis exera iii video system center, which is a combination device, may have resulted in poor communication, or there may have been poor contact points between the video evis exera iii video system center (cv-190 plus) and the video evis exera iii gif-h190 gastrovideoscope of the combination scope leading to the malfunctions. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the procedure was completed with the same set of equipment.